Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all zso-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2305512. A review of the manufacturing records for zso-7-7 of lot number c2305512 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zso-7-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2305512. Instructions for use and label: as per the instructions for use notes section (ifu0045) which accompanies this device instructs the user to inspect the device: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The product label states the guide wire size for use with this device is 0.035". It is known that a 0.025 inch wire guide was used with the device. There is evidence to suggest the user did not follow the IFU/label. However, as per the description of event, the wire was unable to pass through the stent which supports the claim that the kink had already occurred due to the straightening process. It is also known from the available information that the incorrect wire guide was used with the replacement device to complete the procedure. ¿as per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while the pigtail was being straightened with the pigtail straightener prior to being loaded onto the wire-guide. As per the description of event, the wire was unable to pass through the stent which supports the claim that the kink had already occurred due to the straightening process. Several requests were made of made for additional information but it was not forthcoming, if it received at a later date then the investigation will be updated accordingly. Confirmation of complaint: complaint is confirmed based on customer/rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the report, the pigtail part of the stent was bent.. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while the pigtail was being straightened with the pigtail straightener prior to being loaded onto the wire-guide. As per the description of event, the wire was unable to pass through the stent which supports the claim that the kink had already occurred due to the straightening process. Several requests were made of made for additional information but it was not forthcoming, if it received at a later date then the investigation will be updated accordingly.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 07-nov-2025.

Event description:
During the loading process onto zso-7-7 on the guide wire (0.025" visiglide, straight), the pigtail part of the stent was bent. The wire did not pass the stent, they finished the process using the new zso-7-7, and the guide wire was not replaced.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.